Manufacturer narrative:
It was reported that during an unidentified procedure, the medical action or towel linted into the surgical site. After multiple good-faith attempts, the reporting facility was unable or unwilling to provide additional patient, product, or procedural information to the pack manufacturer. It is unknown if the reported linting occurred during first use of the medical action or towel, how the medical action or towel was being used at the time of the incident, or how the linted medical action or towel material was removed from the surgical site. No impact or adverse effect to the patient, the patient's stability, or the patient's plan of care was reported to the pack manufacturer. The or towel involved in the reported incident was discarded and not available to be returned to the pack manufacturer for evaluation. Medical action will be notified of the reported incident by the pack manufacturer. Due to the reported incident, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that during an unidentified procedure, the medial action or towel linted into the surgical site.